Event description:
It was reported that during a recanalization of the anterior tibial procedure a guide wire tip break occurred.the non tortuous and very occluded anterior tibial artery was being treated when 1 cm of the distal tip on a pt2 light support 185cm straight guide wire detached into the patient. It was impossible to remove the detached piece from the patient. The physician noted that the tip of the guide will stay in the patient. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).